Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The health care professional (hcp) reported that there was a suspected overdischarge. The patient was located in prison and the recharger showed a no telemetry icon. The patient's implantable neurostimulator (ins) had been off for over a year. The patient had a stroke over a year ago and had not used the scs since then. The reason why the recharging was not maintained was because of an unrelated medical issue. Communication could not be established with either the patient programmer, implantable neurostimulator recharger or the 8840. The patient did not feel stimulation. The last successful recharge was over a year ago in 2014. The patient's nurse attempted 3 pmr (physician mode reset) sessions on (B)(6) 2015 and 3 more sessions on (B)(6) 2015. The nurse was not able to recover the battery and needed to get a manufacturer representative to come out. The manufacturer representative reported that she tried for two days with the instructions she was given to recharge the battery and was unable to. An appointment was set up with another manufacturer representative. Another manufacturer representative attempted to open it so it could be recharged but was also unsuccessful. The manufacturer representative thought that they were supposed to pursue having a new piece or a new battery put in. The indications for use were other chronic/intract pain (trunk limbs) and spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported the patient had his implantable neurostimulator (ins) replaced on (B)(6) 2016 due to "failed pulse battery." It was noted the patient's new stimulation was turned on and programmed at the patient's first post-operative appointment and everything was working just fine. The patient was receiving effective stimulation therapy at the time of this report.